Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Office visit notes dated (B)(6) 2011 confirm that the x rays show no signs of loosening. Office visit notes dated (B)(6) 2011 confirm bias in the back, tilted pelvis. It has also been noted that these conditions are probably muscular and the ultrasound indicated possibility of liquid. Office visit notes dated (B)(6) 2012 confirms that the patient no longer shows signs of bias in the back or tilting of the pelvis and the office notes dated (B)(6) 2013 confirms that the MRI shows that changes seen in the ultrasound has disappeared. The notes gave no indications of a root cause for the pain experienced. Review of the compatibility of the devices confirmed that these are an approved compatible combination. Product history search revealed no additional complaints against the related part and lot combinations. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Other device used: catalog #00631005028, trilogy longevity poly liner, lot #61315794, manufactured by zimmer b.v., (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing pain.